Event description:
It was reported when using the bd pyxis medstation es system tower door failing continuously, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the door failure was due to latch mechanism. A field service engineer replaced latch to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer troubleshooted the device.